Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5063257) on 18-jul-2016. The most recent information was received on 19-apr-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and allergy to metals ("nickel allergy / hypersensitivity / allergic or hypersensitivity reaction type: allergy to prolonged contact to "surgical steel" and "stainless steel"") in a 40-year-old female patient who had essure (ess205) (batch no. 508295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included low back pain, cramp in lower abdomen, perineal pain, paratubal cyst, body mass index normal and chest pain. Concurrent conditions included allergy to metals. Concomitant products included ascorbic acid, celecoxib (celebrex) since 2018, cetirizine hydrochloride since 2013, codeine phosphate;paracetamol (tylenol with codeine no.3) since 2013, curcumin, cyclobenzaprine since 2018, ibuprofen, ibuprofen since 2013, naproxen sodium (aleve) since 2013, paracetamol (tylenol) and tramadol. In (B)(6) 2006, the patient experienced allergy to metals (seriousness criterion medically significant), fatigue ("tired or remain tired all day / fatigue"), psoriasis ("rashes or skin conditions type: contact psoriasis") and migraine ("migraines"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced skin discolouration ("discoloration on left half of face"). On (B)(6) 2007, the patient experienced abdominal distension ("lower abdomen swelling"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), osteoarthritis ("autoimmune disorder type of disorder: osteoarthritis") with arthralgia and alopecia ("hair loss"). In (B)(6) 2007, the patient experienced dry skin ("whole body dryness"). In (B)(6) 2009, the patient experienced alopecia universalis ("whole body hair loss"). In (B)(6) 2010, the patient experienced dyspepsia ("indigestion"). In (B)(6) 2010, the patient experienced nausea ("nauseated / nausea") and vaginal discharge ("vaginal discharge with metallic odor"). In (B)(6) 2012, the patient experienced headache ("head pain"). In february 2012, the patient experienced pain ("whole body pain"). In (B)(6) 2013, the patient experienced myalgia ("whole body aching muscles"). In (B)(6) 2015, the patient experienced blister ("neck blisters/ scalp blisters"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain / loss (specify which one) weight gain"). On an unknown date, the patient experienced skin lesion ("hair & scalp sores / ulcers"), tendonitis ("tendonitis"), dizziness ("dizzy/ light headed"), skin abrasion ("silver ring was chaffing her finger"), decreased appetite ("loss of appetite"), pain in extremity ("hands and feet pain") and oedema ("edma"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, allergy to metals, abdominal distension, myalgia, skin discolouration, pain, tendonitis, osteoarthritis, nausea, fatigue, dizziness, decreased appetite, psoriasis, migraine and pain in extremity outcome was unknown, the skin lesion, blister, dyspepsia, weight increased, dry skin, headache and alopecia universalis had not resolved, the alopecia and oedema was resolving and the vaginal discharge had resolved. The reporter provided no causality assessment for abdominal distension, alopecia universalis, blister, dizziness, dry skin, dyspepsia, headache, myalgia, osteoarthritis, pain, skin abrasion, skin discolouration, skin lesion, tendonitis and weight increased with essure (ess205). The reporter considered allergy to metals, alopecia, decreased appetite, fatigue, migraine, nausea, oedema, pain in extremity, pelvic pain, psoriasis and vaginal discharge to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion; on (B)(6) 2016: result: no contrast was seen extending beyond either of the previously placed essure stents, confirming bilateral tubal occlusion. Quality-safety evaluation of ptc: quality-safety evaluation: lot number: 508295 manufacturing date: 2005/07 expiration date: 2007/06. No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. A review for similar cases for this batch resulted in no unusual pattern identified. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 19-apr-2019: plaintiff fact sheet received. Events added from pfs- rashes or skin conditions type: contact psoriasis, migraines, vaginal discharge, hands and feet pain, edma. Outcome of event alopecia were updated. Reporter information, medical history, lab data, concomitant drug were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5063257) on 18-jul-2016. The most recent information was received on 30-mar-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and allergy to metals ("nickel allergy / hypersensitivity") in a (B)(6) female patient who had essure (ess205) (batch no. 508295) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included allergy to metals. Concomitant products included ascorbic acid (vitamin c), curcumin, ibuprofen (advil), paracetamol (tylenol) and tramadol. On (b)(64) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced skin discolouration ("discoloration on left half of face"). On (B)(6) 2007, the patient experienced abdominal distension ("lower abdomen swelling"). In (B)(6) 2007, the patient experienced dry skin ("whole body dryness"). In (B)(6) 2009, the patient experienced alopecia universalis ("whole body hair loss"). In (B)(6) 2010, the patient experienced dyspepsia ("indigestion"). In (B)(6) 2012, the patient experienced headache ("head pain"). In (B)(6) 2012, the patient experienced pain ("whole body pain"). In (B)(6) 2013, the patient experienced myalgia ("whole body aching muscles"). In (B)(6) 2015, the patient experienced blister ("neck blisters/ scalp blisters"). In (B)(6) 2016, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criterion medically significant), skin lesion ("hair & scalp sores / ulcers"), tendonitis ("tendonitis"), osteoarthritis ("osteoarthritis") with arthralgia, nausea ("nauseated"), fatigue ("tired or remain tired all day / fatigue"), dizziness ("dizzy/ light headed"), skin abrasion ("silver ring was chaffing her finger"), alopecia ("hair loss") and decreased appetite ("loss of appetite"). The patient was treated with surgery (essure implant removal). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, allergy to metals, abdominal distension, myalgia, skin discolouration, pain, tendonitis, osteoarthritis, nausea, fatigue, dizziness, alopecia and decreased appetite outcome was unknown and the skin lesion, blister, dyspepsia, weight increased, dry skin, headache and alopecia universalis had not resolved. The reporter provided no causality assessment for abdominal distension, alopecia universalis, blister, dizziness, dry skin, dyspepsia, headache, myalgia, osteoarthritis, pain, skin abrasion, skin discolouration, skin lesion, tendonitis and weight increased with essure (ess205). The reporter considered allergy to metals, alopecia, decreased appetite, fatigue, nausea and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Quality-safety evaluation of ptc: quality-safety evaluation: lot number: 508295 manufacturing date: 2005/07 expiration date: 2007/06. No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. A review for similar cases for this batch resulted in no unusual pattern identified. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 30-mar-2018: legal claim was received. Essure removal date was provided; hair loss, loss of appetite and pain were added as an event. Essure legal manufacturer has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5063257) on 18-jul-2016. The most recent information was received on 17-jul-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), allergy to metals ('nickel allergy / hypersensitivity / allergic or hypersensitivity reaction type: allergy to prolonged contact to "surgical steel" and "stainless steel"') and metal poisoning ('heavy metal poisoning') in a 40-year-old female patient who had essure (ess205) (batch no. 508295) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included low back pain, cramp in lower abdomen, perineal pain, paratubal cyst, body mass index normal and chest pain. Concurrent conditions included allergy to metals. Concomitant products included ascorbic acid, celecoxib (celebrex) since 2018, cetirizine hydrochloride since 2013, codeine phosphate;paracetamol (tylenol with codeine no.3) since 2013, curcumin, cyclobenzaprine since 2018, ibuprofen, ibuprofen since 2013, medroxyprogesterone acetate (depo-provera), naproxen sodium (aleve) since 2013, paracetamol (tylenol) and tramadol. In (B)(6) 2006, the patient experienced allergy to metals (seriousness criterion medically significant), fatigue ("tired or remain tired all day / fatigue"), psoriasis ("rashes or skin conditions type: contact psoriasis") and migraine ("migraines"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced skin discolouration ("discoloration on left half of face"). On (B)(6) 2007, the patient experienced abdominal distension ("lower abdomen swelling"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), osteoarthritis ("autoimmune disorder type of disorder: osteoarthritis") with arthralgia and alopecia ("hair loss"). In (B)(6) 2007, the patient experienced dry skin ("whole body dryness"). In (B)(6) 2009, the patient experienced alopecia universalis ("whole body hair loss"). In (B)(6) 2010, the patient experienced dyspepsia ("indigestion"). In (B)(6) 2010, the patient experienced nausea ("nauseated / nausea") and vaginal discharge ("vaginal discharge with metallic odor"). In (B)(6) 2012, the patient experienced headache ("head pain"). In (B)(6) 2012, the patient experienced pain ("whole body pain"). In (B)(6) 2013, the patient experienced myalgia ("whole body aching muscles"). In (B)(6) 2015, the patient experienced blister ("neck blisters/ scalp blisters"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain / loss (specify which one) weight gain"). On an unknown date, the patient experienced metal poisoning (seriousness criterion medically significant), skin lesion ("hair & scalp sores / ulcers"), tendonitis ("tendonitis"), dizziness ("dizzy/ light headed"), skin abrasion ("silver ring was chaffing her finger"), decreased appetite ("loss of appetite"), pain in extremity ("hands and feet pain"), oedema ("edma") and dermatitis contact ("contact dermatitis"). The patient was treated with oxymetazoline hydrochloride (claritin allergic) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, allergy to metals, metal poisoning, abdominal distension, myalgia, skin discolouration, pain, tendonitis, osteoarthritis, nausea, fatigue, dizziness, decreased appetite, psoriasis, migraine, pain in extremity and dermatitis contact outcome was unknown, the skin lesion, blister, dyspepsia, weight increased, dry skin, headache and alopecia universalis had not resolved, the alopecia and oedema was resolving and the vaginal discharge had resolved. The reporter provided no causality assessment for abdominal distension, alopecia universalis, blister, dizziness, dry skin, dyspepsia, headache, myalgia, osteoarthritis, pain, skin abrasion, skin discolouration, skin lesion, tendonitis and weight increased with essure (ess205). The reporter considered allergy to metals, alopecia, decreased appetite, dermatitis contact, fatigue, metal poisoning, migraine, nausea, oedema, pain in extremity, pelvic pain, psoriasis and vaginal discharge to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion; on (B)(6) 2016: result: no contrast was seen extending beyond either of the previously placed essure stents, confirming bilateral tubal occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed via social media: metal poisoning and dermatitis contact. Quality-safety evaluation of ptc: quality-safety evaluation: lot number: 508295 manufacturing date: 2005/07 expiration date: 2007/06. No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. A review for similar cases for this batch resulted in no unusual pattern identified. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-jul-2019: pfs received. Events added: heavy metal poisoning and contact dermatitis. Concomitant and treatment drugs were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.